Event description:
(B)(4). Dealer alleges that the right side swingaway frame was broken at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.